Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the nail holding screw can no longer be pushed through the nail holding bracket."

Event description:
As reported: "the nail holding screw can no longer be pushed through the nail holding bracket."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the outer surface of the nail-holding screw shows signs of damage. A closer observation of the circumference of the outside of the screw at the beginning of the threads shows fretting marks which are due to improper use of the device. Further, the head near the thread side shows deformed surfaces that may be due to repetitive hitting or long use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause was attributed to a user-related issue. The failure was caused by the handling failure during assembling and dissembling which led the holder to damage and eventually impaired assembly with the holding screw. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Please refer to d3 and h6 device code.

Event description:
As reported: "the nail holding screw can no longer be pushed through the nail holding bracket."